Event description:
A veterinary case was reported, that during a procedure the screw broke off into the dog. The surgeon wanted to know what the screw was made of. Dog was currently under anesthesia and further information not available at this time. There is no human patient involvement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device used in a veterinary case - no patient information will be reported. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.